Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported there was an MRI on the date of the report during a follow up with the doctor¿s office for a pump check and routine refill. During the refill programming it was noted that a motor stall had occurred. There were no device alarms and no patient symptoms were noted. The event logs were obtained and the motor stall occurred at 0825 (approximately 5 hours ago) and recovered at 1324. The patient had gotten out of the MRI 4 hours ago. The system was being used to deliver hydromorphone, clonidine, and bupivacaine.